Event description:
During a procedure, the da vinci system faulted and could not be restarted. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the surgery.